Manufacturer narrative:
The reported events of oversensing noise, inappropriate therapy, and insulation breach were confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, but the lead failed the hi-pot between the ring electrode and right ventricular vectors for the distal segment. The right ventricular shock coil was removed to evaluate the condition of the insulations in this region and found that the ring electrode and inner coil lumens were abraded with one ring electrode etfe cable coating abraded, which could have caused the reported events of oversensing noise and inappropriate therapy reported in the field. An internal insulation abrasion was also found between the shock coils breaching the ring electrode and inner coil lumens, the optim sheath and both ring electrode etfe cables coating were damaged, consistent with procedural damage in this location. The ptfe liner for both abrasions was not damaged. The cause of the reported event of insulation breach was isolated to the internal insulation abrasion between the shock coils breaching the ring electrode and inner coil lumens with damaged optim sheath.

Event description:
New information received indicated that the right ventricular lead had inappropriately delivered therapy and insulation damage was noted on the lead.

Event description:
It was reported that the patient presented in the emergency department. Upon review it was noted that the right ventricular lead was oversensing noise. The lead was explanted and replaced. The patient was in stable condition post-procedure.